Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with left ventricular (lv) lead experienced diaphragmatic stimulation. There were several attempts to alleviate the symptom through reprogramming but was unsuccessful. The physician opted to surgically reposition the lead, however it did not eliminate the patient's symptom. The device was configured with low outputs which then successfully resolved the issue. The lead remains in service. No additional adverse patient effects were reported.